Manufacturer narrative:
Note: date of event, is a best estimation. Only the year is known and has been provided. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during repositioning, the device was dislodged. Reintubation was done. The patient died a few days later. The death was not due to the product event.